Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter displayed a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2010. The cca was advised the patient manages his diabetes with oral medication (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. About 6 hours after the alleged issue begun, the patient claimed he felt a symptom of the "shakes." The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca advised the patient that the batteries needed to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.